Manufacturer narrative:
Product analysis: the device was returned and evaluated by product analysis on 01/12/2017 with the following findings: no device malfunctions or issues were revealed during investigation. Review of the pump¿s black box indicated no abnormal pump behavior. Data relevant to the alleged event was overwritten due to extended pump use. The total daily dose history was appropriate for the user programmed delivery settings. The pump successfully completed a prime sequence, bolus deliveries, and 24-hour exercise test without issue or alarm. The pump passed a delivery accuracy test. No response or tactile keypad button issues were observed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The device is not required for return to animas.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging the patient's blood glucose on (B)(6) 2015 was 403 mg/dl with large ketones, abdominal pain, shortness of breath, and chest paint. It was reported the patient was hospitalized and treated with insulin via injection, intravenous fluids, and food and drink. It was reported the patient was not completing the priming sequence appropriately: not filling the cannula. There was no indication or allegation of a pump malfunction. This complaint is being reported because the alleged health event was attributed to use error.